Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, upon session record review evidence of ventricular tachycardia was below the cutoff therapy level. Inappropriate device programming issue was observed and the device was unable to deliver therapy treatment for arrhythmia. An assessment was to be discussed. The patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.